Manufacturer narrative:
The onset of the patient's driveline infection is reported under MFR #: 2916596-2022-13314. The onset of the patient's pump pocket infection is reported under MFR #: 2916596-2021-05311. Driveline infection has also been reported for this patient under MFR #: 2916596-2022-13572. Manufacturer's investigation conclusion: a specific cause for the reported driveline and pump pocket infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of bleeding could not be conclusively established. The account indicated that no additional information related to the event will be provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists infection (driveline, localized, and pump pocket or pseudo pocket) and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are also included in several sections of the IFU (including caring for the exit site). Additionally, the IFU provides information regarding the recommended anticoagulation regimen and international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. The heartmate 3 lvas patient handbook is also currently available. This document provides care instructions in regard to preventing infection in several sections and instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's arrhythmia during this admission is reported under MFR #: 2916596-2023-01064. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2022, for both a bacterial driveline and pump pocket infection. The infection had spread from the driveline to the pump pocket. A cleaning of the mediastinum and omental plombage were performed. The patient later developed a major bleed on (B)(6) 2022, due to anemia of chronic inflammation from their infection. The patient was given multiple blood transfusions. The patient was noted to be on warfarin and aspirin at the time of the event. The patient also later experienced arrhythmia during this admission on (B)(6) 2022. The patient was discharged on (B)(6) 2023.